Manufacturer narrative:
The na electrode lot number was dcu58 with an expiration date of 18-mar-2026. The customer stated that they had qc issues, then they performed qc, and it was within range prior to the samples' measurement. The field service engineer performed qc, precision studies, ise checks, and calibration, and they were all within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 2 patients¿ samples tested on a cobas 8000 ise module (ise2). Results for the sodium (na) test were affected. Sample 1: initial result: 127 mmol/l. Repeat result: 134 mmol/l (tested on ise1). Sample 2: initial result: 116 mmol/l. Repeat result: 125 mmol/l (tested on ise1). The physicians questioned the initial results, and the samples were repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The calibration was last performed on 17-may-2025, and it was acceptable. The qc was performed on 17-may-2025, and it was within the ranges. The alarm trace showed multiple abnormal aspiration (sample probe) alarms. These are indicators of poor sample quality. The field service engineer verified that the instrument was performing within specifications. The qc was performed over several days following the service visit, yielding successful results. The investigation determined that the service actions resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.